Event description:
Customer alleged that a pt's head became entrapped in the left head siderail between the two support bars (zone 1). The pt was face up with his feet point towards the foot end of the bed. The ems crew bent the metal portion of the siderail that contains the communication housing to extract the pt's head from the siderail. The pt was not injured due to the entrapment.